Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request.

Event description:
According to the reporter: , the customer noticed that the product was unable to fire. A new device was opened in order to complete the case. There was no patient injury regarding the event. No additional information was provided.